Event description:
This is a spontaneous case report received from a consumer in united states on (B)(6) 2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer had the essure placed. It was defective. She had to do a different procedure. She had to be off work. Follow up information received on 28-dec-2015 from consumer: case upgraded to incident. On (B)(6) 2015 she had essure inserted for permanent birth control. On an unspecified date she started bleeding all the time and when went to check the doctor said essure was defective (come uncoiled). On (B)(6) 2015 she had a tubal ligation performed. Follow up information received on 08-jan-2016: claim received. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started having bleeding all the time (interpreted as genital bleeding). She went to check it and the doctor stated that essure was defective (come uncoiled). She had a tubal ligation performed. This event is serious due to its medical importance and listed in the reference safety information for essure. Based on its nature and a lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident since surgical intervention was performed. Product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 08-mar-2016. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time alter insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event is a known possible undesirable event and not indicative of quality deficit per se. In summary, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started having bleeding all the time (interpreted as genital bleeding). She went to check it and the doctor stated that essure was defective (come uncoiled). She had a tubal ligation performed. This event is serious due to its medical importance and listed in the reference safety information for essure. Based on its nature and a lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident since surgical intervention was performed. According to product technical analysis, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 08-nov-2016 from medical records: during office visit on (B)(6) 2015 it was reported that the patient was scheduled to have her mirena removed or replaced in (B)(6), but she would like some type of permanent birth control done and she doesn't want to go back to having heavy periods again. The plan was to have an endometrial ablation along with the essure coils placed. She would have a pelvic us done, and would be referred for an ablation and essure. Follow-up received on 11-nov-2016: on (B)(6) 2015, during office visit, patient had mirena removed and had essure inserted. An hsg (hysterosalpingogram) would be performed in 3 months post procedure to verify tubal occlusion and micro-insert location. Depo (interpreted as depo-provera) was given for birth control. Essure lot number was provided c55839. Company causality comment: this medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started having bleeding all the time (interpreted as genital bleeding). She went to check it and the doctor stated that essure was defective (come uncoiled). She had a tubal ligation performed. This event is serious due to its medical importance and listed in the reference safety information for essure. Based on its nature and a lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident since surgical intervention was performed. According to product technical analysis, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Essure lot number was provided during last follow-up information and a new product technical analysis was requested. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up information was received on 06-apr-2016. Medical records were provided. Patient's medical history included gravida 1. On (B)(6) 2015, patient called and said she was still bleeding from the essure. Advised it could be because mirena was removed and put in essure coils and gave her a depo shot. On (B)(6) 2015, patient presented with daily spotting since essure. Hysteroscope revealed right essure coil looked to be unraveled and extended down into the endometrial and cervical canals. On (B)(6) 2015, hysteroscope with removal of right essure coil. Thermachoice endometrial ablation. Diagnostic laparoscopy with right salpingectomy and left tubal ligation. Pre and post operative diagnoses: failed essure, menorrhagia. On (B)(6) 2015, patient called and said she was still having a little bit of brownish discharge. No odor itching or sign of infection. On (B)(6) 2016, patient presented for a follow up visit. Two weeks s/p (interpreted status post) laparoscopic tubal ligation and thermachoice endometrial ablation. No complaints. Follow-up received on 11-apr-2016 follow-up attempts have been completed with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started having bleeding all the time (interpreted as genital bleeding). She went to check it and the doctor stated that essure was defective (come uncoiled). She had a tubal ligation performed. This event is serious due to its medical importance and listed in the reference safety information for essure. Based on its nature and a lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident since surgical intervention was performed. According to product technical analysis, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device shape alteration. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible undesirable event and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 9-mar-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started having bleeding all the time (interpreted as genital bleeding). She went to check it and the doctor stated that essure was defective (come uncoiled). She had a tubal ligation performed. This event is serious due to its medical importance and anticipated in the reference safety information for essure. Based on its nature and a lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident since surgical intervention was performed. According to product safety evaluation, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Further information will be obtained through the litigation process.